Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, while the surgeon needs to tack mesh, there were difficulties with loading reload onto the handle. There was no problem with pressing "push the reload" button, no problem with articulating, tacks were fired normally, fired tacks penetrated the tissue. Replaced by another device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.